Event description:
It was reported that there was a loose connection between the peritoneal dialysis (pd) transfer set and minicap which resulted in a povidone iodine leak. The event was further described as, ¿felt loose when locking the minicap and after a few hours, povidone leaked around the connection¿. This occurred during use of the devices for pd therapy. To resolve this issue, the transfer set and minicap were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye noted a damaged female connector. Functional testing including clear passage and clamp function testing were performed and there were no issues observed. Leak testing was performed with the returned minicap attached to the female connector and a leak was observed beneath the minicap. The transfet set was leak tested with an in lab minicap attached to the female connector and a leak was observed beneath the minicap. The reported condition was verified. The cause of the event was determined to be manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.